Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that that his onetouch verio2 meter was reading inaccurately high compared to another meter (hospital meter, onetouch verio). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 12:10 on (B)(6) 2016. The patient claimed obtaining a blood glucose reading of ¿402 mg/dl¿ with the subject meter. The patient manages his diabetes with self-adjusted insulin (unspecified type, 18 units) and in response to the alleged issue, the patient advised that a nurse increased his dose of insulin, administering 25 units and not his usual 18 units. The patient reported that 10 minutes after the alleged issue began, he developed symptoms of ¿fever, headache and sweating¿. The patient was then taken to the emergency room and at 12:45 on the same day, his blood glucose was measured using the hospital device and a reading of ¿130 mg/dl¿ was obtained. The time difference between the reported comparison results exceeds 30 minutes and therefore does not meet the criteria necessary for lfs to determine an inaccuracy. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter and that an approved sample site was used to obtain the results. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.